Event description:
Customer reported that she received a sensor error alert on her insulin pump. Customer complained about having sensor glucose reading of 238 mg/dl and her blood glucose level was actually 340 mg/dl. Current blood glucose is 296 mg/dl; customer had not treated yet. Customer stated that she also received a lost sensor alarm after initialization. During troubleshoot; customer stated the sensor is fully inserted and flat against the skin and that there is no damage to the connection bridge or pins. Transmitter passed the test plug procedure. Customer was advised to start new sensor. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.